Manufacturer narrative:
The event date is estimated. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted for a pump thrombosis.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of pump thrombosis could not be confirmed through this evaluation, as no images were submitted and the device was not returned for evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient ultimately underwent a heart transplant on (B)(6) 2022, and heartmate ii left ventricular assist system (lvas), serial number (B)(6) was not returned for evaluation (MFR #2916596-2022-14188). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) lists device thrombosis as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. Section 6 entitled ¿patient care and management¿ outlines indications of pump thrombosis, as well as how to respond to such events. Section 6 also provides information regarding anticoagulation therapy and the recommended inr range. No further information was provided. The manufacturer is closing the file on this event.